Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. There was no tissue between the jaws of the incident device and the handle was not jammed. However, the ski guide pin was missing from the ski guide lever that attaches to the handle. The missing ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing ski guide pins are being investigated. No pt injuries have been reported as a result of these complaints.

Event description:
The customer reported that during a bilateral salpingo-oophorectomy, 4 activations were made and then the instrument jaws could not be re-opened while on tissue. The device jaws were removed from the tissue by resecting the tissue area adjacent to the jaws. There was no pt injury.